Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('tested positive for nickel allergy') and device breakage ('small fragment of a few millimeters remained inside (5cm of 5.5cm removed)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pharyngitis (evolution) on (B)(6) 2014. No tests were done before essure implantation. Concurrent conditions included hyperlipidemia and smoker (1 pack a day). Family history included gastric cancer (father deceased at (B)(6) years old). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced cough ("dry cough"), 17 days after insertion of essure. On (B)(6) 2015, the patient experienced the first episode of pyrexia ("fever") and odynophagia ("odynophagia"). In (B)(6) 2016, the patient experienced influenza ("flu"). On (B)(6) 2016, the patient experienced the first episode of nasopharyngitis ("upper respiratory tract cold"). On (B)(6) 2016, the patient experienced the first episode of vulvovaginal pruritus ("vaginal itching"). On (B)(6) 2016, the patient experienced the second episode of pyrexia ("high fever") and musculoskeletal pain ("arthromyalgia"). On (B)(6) 2016, the patient experienced dyspepsia ("digestive problems / hard time digesting"). On (B)(6) 2016, the patient experienced asthenia ("asthenia"). On (B)(6) 2016, the patient experienced fatigue ("fatigue / very tired") and the second episode of nasopharyngitis ("upper respiratory tract catarrh"). On (B)(6) 2016, the patient experienced blepharitis ("blepharitis"). On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required). On(B)(6) 2017, the patient experienced conjunctivitis ("conjunctivitis"). On (B)(6) 2017, the patient experienced the second episode of vulvovaginal pruritus ("vaginal itching"). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion intervention required) and complication of device removal ("small fragment of a few millimeters remained inside"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), abdominal distension ("abdominal distention"), malaise ("generalised malaise, chronic"), muscular weakness ("muscle weakness"), decreased appetite ("lack of appetite for food, anorexia"), nausea ("nausea"), vomiting ("some isolated vomiting") and discomfort ("feeling limited in her daily activities with chronic discomfort") and was found to have weight decreased ("lost weight voluntarily"). The patient was hospitalized from (B)(6) 2017. The patient was treated with ambroxol, domperidone (motilium), fosfomycin trometamol (monurol), metamizole magnesium (nolotil), oral contraceptive nos and surgery (bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, dyspareunia, abdominal distension, the last episode of vulvovaginal pruritus, malaise, dyspepsia, asthenia, muscular weakness, the last episode of pyrexia, weight decreased, discomfort, the last episode of nasopharyngitis, blepharitis, conjunctivitis and odynophagia outcome was unknown, the device breakage and complication of device removal had not resolved and the influenza had resolved. The reporter considered abdominal distension, allergy to metals, asthenia, blepharitis, complication of device removal, conjunctivitis, cough, decreased appetite, device breakage, discomfort, dyspareunia, dyspepsia, fatigue, influenza, malaise, muscular weakness, musculoskeletal pain, nausea, odynophagia, vomiting, weight decreased, the first episode of nasopharyngitis, the first episode of pyrexia, the first episode of vulvovaginal pruritus, the second episode of nasopharyngitis, the second episode of pyrexia and the second episode of vulvovaginal pruritus to be related to essure. The reporter commented: this device has caused me physical side effects soon after insertion and, consequently, psychological side effects that have lasted for a very long time. I requested the removal of the essure devices which was performed, although partially, because I still had a small fragment of one of the devices inside me, since they originally measured 5.5 cm and one of the devices removed measured only 5 cm. I was on incapacity leave once again since (B)(6) 2017 until at least (B)(6) 2017. Conclusion : all of the above demonstrates the correctness, in our opinion, of the care process carried out in this patient, both in the placement of the device and in its removal, always taking into account the knowledge, scientific evidence and protocols existing at the time of the facts. After the medico-legal analysis of the case, it is considered that the health care provided was correct and adequate, and that the facts and damages claims were not a consequence of the same diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: positive for nickel sulphate; on (B)(6) 2017: positive test for nickel sulfate. Discharge. Metals battery 24 hours (+), 48 hours (++). True test: 24 hours (++), 48 hours (+++). Blood test - on (B)(6) 2016: do not show abnormal alterations; on (B)(6) 2016: hormone analysis: thyrotropin in blood is norma. Hysteroscopy - on (B)(6) 2014: essure placement: right tube 2 rings, left tube 3 rings. Pathology test - on an unknown date: devices originally measured 5.5 cm and one of the devices removed measured only 5 cm; on (B)(6) 2017: oviducts with unspecific changes. Physical examination - on (B)(6) 2016: normal combur, currently with menstruation; on (B)(6)2016: red pharynx. Ultrasound scan - on (B)(6) 2017: without findings. X-ray - on (B)(6) 2016: do not show abnormal alterations. X-ray of pelvis and hip - on (b)(60 2014: correct placement of the device; on (B)(6) 2018: millimetric remains that could be artifacts vs bone calcifications or millimetric remains of essure. Lawyer report of 25-may-2021 with medical records was included based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('tested positive for nickel allergy') and device breakage ('small fragment of a few millimeters remained inside (5cm of 5.5cm removed)') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pharyngitis (evolution) on (B)(6) 2014. No tests were done before essure implantation. Concurrent conditions included hyperlipidemia and smoker (1 pack a day). Family history included gastric cancer (father deceased at 39 years old). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced cough ("dry cough"), 17 days after insertion of essure. On (B)(6) 2015, the patient experienced the first episode of pyrexia ("fever") and odynophagia ("odynophagia"). In (B)(6) 2016, the patient experienced influenza ("flu"). On (B)(6) 2016, the patient experienced the first episode of nasopharyngitis ("upper respiratory tract cold"). On (B)(6) 2016, the patient experienced the first episode of vulvovaginal pruritus ("vaginal itching"). On (B)(6) 2016, the patient experienced the second episode of pyrexia ("high fever") and musculoskeletal pain ("arthromyalgia"). On (B)(6) 2016, the patient experienced dyspepsia ("digestive problems/hard time digesting"). On (B)(6) 2016, the patient experienced asthenia ("asthenia"). On (B)(6) 2016, the patient experienced fatigue ("fatigue/very tired") and the second episode of nasopharyngitis ("upper respiratory tract catarrh"). On (B)(6) 2016, the patient experienced blepharitis ("blepharitis"). On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required). On (B)(6) 2017, the patient experienced conjunctivitis ("conjunctivitis"). On (B)(6) 2017, the patient experienced the second episode of vulvovaginal pruritus ("vaginal itching"). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion intervention required) and complication of device removal ("small fragment of a few millimeters remained inside"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), abdominal distension ("abdominal distention"), malaise ("generalised malaise, chronic"), muscular weakness ("muscle weakness"), decreased appetite ("lack of appetite for food, anorexia"), nausea ("nausea"), vomiting ("some isolated vomiting") and discomfort ("feeling limited in her daily activities with chronic discomfort") and was found to have weight decreased ("lost weight voluntarily"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with ambroxol, domperidone (motilium), fosfomycin trometamol (monurol), metamizole magnesium (nolotil), oral contraceptive nos and surgery (bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, dyspareunia, abdominal distension, the last episode of vulvovaginal pruritus, malaise, dyspepsia, asthenia, muscular weakness, the last episode of pyrexia, weight decreased, discomfort, the last episode of nasopharyngitis, blepharitis, conjunctivitis and odynophagia outcome was unknown, the device breakage and complication of device removal had not resolved and the influenza had resolved. The reporter considered abdominal distension, allergy to metals, asthenia, blepharitis, complication of device removal, conjunctivitis, cough, decreased appetite, device breakage, discomfort, dyspareunia, dyspepsia, fatigue, influenza, malaise, muscular weakness, musculoskeletal pain, nausea, odynophagia, vomiting, weight decreased, the first episode of nasopharyngitis, the first episode of pyrexia, the first episode of vulvovaginal pruritus, the second episode of nasopharyngitis, the second episode of pyrexia and the second episode of vulvovaginal pruritus to be related to essure. The reporter commented: this device has caused me physical side effects soon after insertion and, consequently, psychological side effects that have lasted for a very long time. I requested the removal of the essure devices which was performed, although partially, because I still had a small fragment of one of the devices inside me, since they originally measured 5.5 cm and one of the devices removed measured only 5 cm. I was on incapacity leave once again since (B)(6) 2017 until at least (B)(6) 2017. Conclusion : all of the above demonstrates the correctness, in our opinion, of the care process carried out in this patient, both in the placement of the device and in its removal, always taking into account the knowledge, scientific evidence and protocols existing at the time of the facts. After the medico-legal analysis of the case, it is considered that the health care provided was correct and adequate, and that the facts and damages claims were not a consequence of the same diagnostic results (normal ranges are provided in parenthesis if available): allergy test- on (B)(6) 2016: positive for nickel sulphate; on (B)(6) 2017: positive test for nickel sulfate. Discharge. Metals battery 24 hours (+), 48 hours (++). True test: 24 hours (++), 48 hours (+++). Blood test- on (B)(6) 2016: do not show abnormal alterations; on 07-mar-2016: hormone analysis: thyrotropin in blood is norma. Hysteroscopy- on (B)(6) 2014: essure placement: right tube 2 rings, left tube 3 rings. Pathology test- on an unknown date: devices originally measured 5.5 cm and one of the devices removed measured only 5 cm; on (B)(6) 2017: oviducts with unspecific changes. Physical examination- on (B)(6) 2016: normal combur, currently with menstruation; on (B)(6) 2016: red pharynx. Ultrasound scan- on (B)(6) 2017: without findings. X-ray- on (B)(6) 2016: do not show abnormal alterations. X-ray of pelvis and hip- on (B)(6) 2014: correct placement of the device; on (B)(6) 2018: millimetric remains that could be artifacts vs bone calcifications or millimetric remains of essure. Lawyer report on (B)(6) 2021 with medical records was included. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.